Event description:
It was reported that the device stopped aspirating. A 1.6mm jetstream sc atherectomy catheter was selected for use in an atherectomy procedure in the superficial femoral artery to treat peripheral artery disease. The device was prepped and primed successfully. The device was introduced into the sheath and advanced over a non-boston scientific wire to the area of treatment. The device was activated. In less than a minute of treatment time, the device stopped aspirating. There was no debris or fluid within the aspiration tubing. The device was removed, and the procedure was completed with balloon angioplasty. No patient complications were reported.